Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed and found image noise occurred. In addition, the following reportable malfunctions were identified during the device evaluation: the scope connector was noted to be dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on scope connector, image noise occurred. The scope connector was dirty due to water leakage, resulting in corrosion (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the gastrointestinal videoscope was blinking during inspection for use. There were no reports of patient involvement.